Manufacturer narrative:
Further information was requested but not available. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient was asymptomatic. It was noted that the device is part of the battery performance alert advisory. The device was explanted and replaced.

Manufacturer narrative:
Correction: b1, b2 should have been selected. H1 should have been "serious injury" instead of "malfunction" as surgery occurred.

Event description:
New information received notes the explant and replacement procedure was successful. The patient was stable following the procedure. The patient presented for a follow up in clinic after the procedure and was doing well.